Event description:
It was reported that the health care professional (hcp) called requesting a review of the recorded episodes due to a suspected inappropriate therapy. Boston scientific technical services (ts) performed a review of the recorded episodes, and it was noted that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock for what appears to be an atrial arrhythmia with rapid ventricular response. An electrophysiology consult was recommended. This device remains in service. No additional adverse patient effects were reported.